Event description:
It was reported that a malfunction code occurred, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, notified the customer, and dispatched a replacement pump to ensure continuous insulin delivery.